Manufacturer narrative:
H10: additional information received from the authorized service personnel, the machine was repaired by the hospital and no further information was provided or available. No work was done by philips in the repair of the device. Patient information from the time of the event was not provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device screen was flickering. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the authorized service provider (asp) that the device had a flickering screen phenomenon without an alarm. It was suspected to be the user interface (ui) printed circuit board assembly (pcba). The customer stopped using the device and contacted philips for testing and maintenance. This investigation is ongoing.

Manufacturer narrative:
(B)(6).